Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump is stuck in the rewind stage. She cannot exit the preparing to prime loop. Insulin is squirting out during the priming process. Customer's blood glucose was 280 mg/dl. Customer stated there is a gap between the reservoir and the piston. It is not making the connection. Insulin continued to drip after releasing the act button. Customer is unsure if the drive support cap is loose. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.